Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4112 . H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The reported device was not received for evaluation. The reported condition of a fractured screw was confirmed by evaluation of xray supplied by the customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and the catalog number are not available and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reports that the unknown 3i screw fractured in the implant and the implant (reported as concomitant) had to be removed. Tooth location # 19.